Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed an the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. The purple luer adapter was received completely detached from the extension tubing. The extension tubing exhibited a complete break at the luer adapter/tubing interface. Curved shape memory was observed along the broken extension tubing. Microscopic inspection break in the extension tubing revealed an irregular granular break surface. The break surface exhibited beach markings. Deformation, material flow and discoloration were observed in the vicinity of the break. The break characteristics were consistent with material fatigue failure. The material flow and deformation suggested that the device was subjected to repetitive torsional (twisting) stress. The location of the damage suggested that device access and maintenance technique likely contributed to the observed damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC line was in a patient that transferred to complainant facility. It was stated once patient arrived, they noticed the patient had ripped the hub off the extension tubing. Replaced PICC line with new PICC.